Manufacturer narrative:
(B)(4). Patient code (B)(4).

Event description:
It was reported that an unknown sensor issue occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to signal loss due to the transmitter and app were not being able to restore the connection. The reported event of an unknown sensor issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.